Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via brachial artery. The 60% stenosed, 50 x 9.62mm, concentric, de novo target lesion was located in a mildly tortuous and non-calcified brachiocephalic vein. A 2.5mm x 80mm x 150mm coyote balloon catheter was advanced for dilatation. However, upon initial inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.